Manufacturer narrative:
The cause of the reported issues was due to the infusion set and use error. Tandem does not manufacture infusion sets. The t:slim x2 user guide states, "tap fill cannula. Insert a new infusion set and connect filled tubing to site." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set cannula fell out of the infusion site. Customer placed a new infusion set but did not fill the cannula after changing the site and blood glucose elevated (customer did not remember exact value). Multiple attempts were made to obtain additional information as well as the method used to treat elevated blood glucose; however, the customer did not respond.